Manufacturer narrative:
The product was returned, and analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues.

Event description:
It was reported that the pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on this right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported. Received information the device and lead were explanted and replaced. The products have been returned for analysis. Outside of the revision, no adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. A stylet was present in the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion was also performed and indicated no blockage in the lead lumen. Subsequent x-ray imaging demonstrated evidence of corrosion/dissolution in the area of the helix coupler weld. The helix housing was removed and after cleaning the lead, gate oxide corrosion in the coupler weld area was evident and consistent with the analysis findings of the implanted pacemaker.

Event description:
It was reported that the pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on this right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported. Received information the device and lead were explanted and replaced. The products have been returned for analysis. Outside of the revision, no adverse patient effects were reported. The lead was received for analysis.

Event description:
It was reported that the pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on this right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported. Received information the device and lead were explanted and replaced. The products have been returned for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on this right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported.